Event description:
It was reported that when opening the kit, broken tubing has been noticed. The tubing is not usable anymore. No patient injury was reported.

Manufacturer narrative:
Evaluation: the customer report was confirmed. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. The device history record was reviewed and all manufacturing requirements were met.

Event description:
The customer observed architect error code 1007 (unable to process test, activated read failure) for the hepatitis and thyroid assays when reaction vessel (rv) lot 70563p100 was in use. The customer was sent replacement rvs. There was no impact to patient management.